Event description:
A review of svc data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor would not power on. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor would not power on. During servicing, there was an md5 flash failure while programming the flash memory. The cause for the failure to power on is the failure to program the flash memory. The cause of the failure to program the flash memory has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection inducted by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The pt received a replacement monitor.